Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information was received on 13-jan-2026 indicating that there was no evidence of physical material within the device. The microcatheter was not kink/bent. There was no procedure prolongation/delay due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise2 vascular reconstruction device (product code: enc452200, lot number 9700764) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31649878) and could not be advanced further. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 22mml enterprise2 vascular reconstruction device (product code: enc452200, lot number 9700764) was impeded in the proximal end of a prowler select plus 150/5cm microcatheter (product code 606s255x, lot number 31649878) and could not be advanced further. Both the stent and microcatheter (mc) were removed from the patient, and new devices were used to complete the procedure. There were no reported patient consequences or observable clinical symptoms. Additional event information was received on 13-jan-2026 indicating that there was no evidence of physical material within the device. The microcatheter was not kink/bent. There was no procedure prolongation/delay due to the event. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damage was observed. The concomitant stent was found detached in the proximal end of the microcatheter. The microcatheter was flushed using a lab sample syringe, then a 0.0206 in lab sample guidewire was introduced through the distal end of the microcatheter, and it advanced smoothly without any resistance or friction as the guidewire passed through and expelled the concomitant detached stent. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The lab sample guide wire was able to pass through the entire length of the microcatheter without resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damage was found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.